Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during infusion of high-dose melphalan, a minor leak occurs in the connection between the drip tube and connector. The patient receives an estimated one milliliter of chemotherapy on the right upper arm and one milliliter on the sheet. The drip is stopped. The skin is washed abundantly with soap and water and the sheets are changed. After switching with a new connector, melphalanet can be restarted without remark no obvious irritation is noted on the skin

Event description:
No additional information.

Manufacturer narrative:
Correction: "dchu met with reps to clarify event details as email responses were conflicting to what was reported. Based on provided information, there was a leakage at the luer connection of the connector and mating tubing. Mating tubing does not belong to bd. There was no clear evidence of a disconnection at the time of the incident, however, upon reviewing the event details with the customer, it is believed they were not using the proper techniques when connecting the devices. Reps went on site and performed additional training to ensure they are fulling connecting the devices. There was not impact to the patient or healthcare professional. There is only one connector lot at this facility, 2508501." Cancelling this MDR as all details were provided in MFR # 3003152976-2025-00720 which was submitted for the 2508501 connector lot.